Manufacturer narrative:
An event regarding a periprosthetic fracture involving an omnifit stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a cemented total hip replacement approximately 14 years ago. Patient has done well until a recent fall on the ice. Patient sustained a periprosthetic fracture. Surgeon alleges no defect of the implants. Fracture was repaired with cables. Femoral component was removed and replaced.. The liner was replaced. Operation completed successfully. Update 28/december/2018: patient's femur was fractured.